Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl. Reportedly, the cartridge was in use past labeling. Tandem technical support educated the customer on cartridge and insulin labeling. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site.